Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope's coating on the insertion tube was peeling off (more than one square millimeter). In addition, the grip was sticky. There was no patient involvement.